Event description:
Customer reported being hospitalized with high blood glucose levels. During troubleshooting found out that programming was incorrect in pump. Programming corrected. Explained to customer the impact of incorrect programming on blood glucose.